Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 200 ohms since a year. Technical services (ts) reviewed the data and stated that this device exhibited undersensing and inappropriate pacing. Additionally, ts stated that the shock impedance value could also indicate a lead impairment with potential impossibility to convert arrhythmias and recommended to consider this system replacement in order to implant a new lead with proper electrical in range values. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is not expected to be returned for analysis.